Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 12 mm stent delivery system catheter was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 3.00 x 12 synergy drug-eluting stent was advanced for treatment. However, the middle part of the stent strut got damaged. The procedure was completed with a different device. There were no complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous, and moderately calcified distal right coronary artery. A 3.00 x 12 synergy drug-eluting stent was advanced for treatment. However, the middle part of the stent strut got damaged. The procedure was completed with a different device. There were no complications reported.